Event description:
The facility representative contacted baxter to report a colleague infusion pump that was left in the unit two weeks ago with a note that stated "pump infusing then stopped and said out of service". The device was sent to the biomedical shop. The machine stopped while in use on a patient and resulted in a delay of therapy. It was observed that there were pieces of glasses on the display and when the device is shook, glass pieces scatter. According to the customer, it seems that the device was dropped. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown for this device.

Manufacturer narrative:
(B)(4).the device has been evaluated and repaired at the customer's facility. The pumphead has been replaced. The device will not be sent back to baxter for evaluation.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.